Event description:
This report was received by (B)(4) and is a spontaneous report by a consumer in the USA of breach in aseptic technique and peritonitis in a homechoice patient (hp). On an unreported date the hp made a mistake/ touch contamination. On (B)(6) 2012, the hp was diagnosed with peritonitis. The hp was not hospitalized for the event. Treatment was not reported. It was not reported if the hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event. The peritoneal dialysis registered nurse declined to provide any additional information regarding this event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.